Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
It was reported that during a procedure at the user facility the device leaked a black fluid into the patient's mouth. The procedure was completed; no medical intervention or adverse consequences were noted by the user facility.

Event description:
It was reported that during a procedure at the user facility the device leaked a black fluid into the patient's mouth. The procedure was completed; no medical intervention or adverse consequences were noted by the user facility.